Manufacturer narrative:
Corrected sections as of (B)(6) 2021: d4: corrected serial number from (B)(6), to (B)(6) , record was updated by correcting the serial number, the correct product was returned.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Reported defect not reproduced on returned meter. No defect found most likely underlined root cause: (B)(4) user had poor technique note 1: manufacturer contacted customer in a follow-up call on 27-jul-2021 to ensure the customer's condition had improved - able to establish contact with customer who stated she was still experiencing diabetic symptoms. Customer stated that on 07/26/2021 she was put into a holding facility where her blood glucose was monitored. Customer reported she had tested using the true metrix air meter and had obtained a result of 490 mg/dl fasting. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2021 to ensure the customer's condition had improved and the replacement products had resolved the initial concern - able to establish contact with customer who had returned home from the holding facility. Customer did not currently have any diabetic symptoms. Customer stated she would be going into a nursing home so that she can get the proper care. Customer stated the replacement products resolved the initial concern.

Event description:
Consumer reported complaint for error message (e-5). Grandmother is calling on behalf of the customer. At the time of the call the customer reported feeling tired and thirsty and hungry; medical attention was not needed at the time. Customer did report past medical attention on (B)(6) 2021. Customer had obtained a blood glucose test result of 25mg/dl using the true metrix meter. Customer had passed out and the ambulance had been called. The customer's blood glucose test result when the ambulance had arrived was 21mg/dl using their meter. Customer was given glucose to get her blood sugar back up. Customer did not have to go to the hospital. Customer was not concerned with the 25mg/dl, only with with the e-5 error. Customer stated that her blood glucose had again dropped low last night and 911 had been called. They advised to give customer some juice and sugar to raise her blood sugar. During the call, a blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 10/31/2022 and test strips were opened two days prior to call.